Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed to scan fingerprints. A field service engineer worked with the technical support specialist confirmed that this issue had been pushed up the chain for resolution. The issue had been related to new (B)(4). The customer support center recommended the customer to wait for fingerprint reader to light up before attempting to access to resolve. The system functioned as intended after the field service engineer and the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the bioid upgrade issues. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.